Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 3 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated information: f10. Corrected information: b3, d7. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions. Ref. Wwcapa 00780.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 8/1/2013- ppd and medical records received. This complaint is for the right hip and a correct dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for a septic hip. All implants were removed and prostalac was placed. The MDR decisions for the 1st and 2nd products are being re-evaluated. The patient was reimplanted on (B)(6) 2009 with competitor products. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update rec'd 8/1/2013- after review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for a septic hip. All implants were removed and prostalac was placed. The MDR decisions for the 1st and 2nd products are being re-evaluated. The patient was reimplanted on (B)(6) 2009 with competitor products. Examination of the reported devices was not possible as they were not returned. The asr devices have been discontinued/obsoleted/recalled from the market and will not be investigated further. The remaining device is exempt from provided record review per procedure. A search of the complaints databases finds no other reports against the provided femoral stem product/lot code combination. The patient was initially implanted with depuy product in (B)(6) 2006 and revised for infection in (B)(6) 2007. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection almost five months post primary implantation. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
Litigation documents were received. Litigation alleges that the patient suffered discomfort, pain, fatigue, swelling and difficulty standing and walking.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.